Manufacturer narrative:
H10 clinical statement: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. In the information in the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.

Event description:
It was reported a patient had an infection. There is no further information available. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. In the information in the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. The lot number is unknown, therefore, the number of complaints to trigger a nonconformance report could not be determined. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.